Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed wear on the shell at a fold, as well as a tear along the median of the cuff shell consistent with tool or sharp instrument damage. The cuff did not meet the requirements of the leak test. The reported patient symptom of urinary incontinence is a known risk associated with implantation of this device, as indicated in the instructions for use (IFU). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and the analysis results, the reported clinical observations of cuff hole/perforated and cuff fluid leak were considered as secondary failures due to sharp instrument damage, so the allegation of fluid leak, hole/perforate, and mechanical issue were not confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was not working properly. Upon revision, the surgeon discovered two small pin holes in cuff resulting in fluid loss. As a result, the device was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon revision, the surgeon discovered two small pin holes in cuff resulting in fluid loss. As a result, the device was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was not working properly. Upon revision, the surgeon discovered two small pin holes in cuff resulting in fluid loss. As a result, the device was explanted and replaced. No further patient complications reported.